Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized due to high blood glucose and mild form of diabetic ketoacidosis. There was a kinked cannula which the customer did not know about because the insulin pump did not alarm. The customer's blood glucose was 400 mg/dl. The customer tried bolusing all day but it did not help because the cannula was bent. The customer was transported to the va hospital's intensive care unit where he was being monitored. Their blood glucose at the time of the phone call was 357 mg/dl which was treated with insulin drip. The insulin pump passed the high pressure test, but it had multiple no delivery alarms and multiple boluses in the history. During troubleshooting the customer removed the infusion set from their body and the cannula was bent. The battery had alarmed battery out limit because the customer removed the battery from the device and inserted back in. The date and the time were reprogrammed. Nothing further was reported.